Event description:
It was reported that the insulation on the nim probe peeled back. It is possible that some of the insulation was left inside the pt. There were no pt complications reported.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.